Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's procedure to replace the drg ipg (reference MDR # 1627487-2018-02621), when removing the lead from the ipg header the lead was damaged exposing internal components. Consequently, the lead was explanted and replaced.